Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infective endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had infective endocarditis. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis. Additional information was received. The cause of the infection was not known. However, it was found that the rv lead had been implanted in the left bundle branch area and either during or following the implant procedure, a perforation of the septum had occurred. This resulted in damage to the mitral valve chordae tendineae and an operation to repair the valve was performed. The patient subsequently passed away; the date of the repair surgery, the date of death, and the official cause of death were unknown. It was suspected that the patient's death was related to the infective endocarditis subsequent to the valve repair surgery and pacemaker system explant.